Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case was scuffed up, the radiofrequency head connector on the link electronic module (lem) board was loose, the printer produced blank pages, the system fan was noisy and the power supply was intermittently noisy. All found defective parts were replaced and additionally the lem printed circuit board was calibrated and the software reconfigured, reloaded and updated. The device was to be sent on for reload and reallocation. (B)(6).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.